Manufacturer narrative:
Failure analysis for fiber 0010-2090-316h-(B)(4): the glass cap was detached and not returned; the fiber was fractured and burned proximal to glue zone; the fiber was blackened along 2 mm from the break point; the heat shrink tube has melted and torn along 2 mm from the break point. Based on the analysis, the potential for forward firing may also exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which limiting the performance of the fiber.

Event description:
It was reported that at 74,660 joules while using the surgical fiber during a prostate procedure, the fiber tip was damaged. The procedure was completed using an alternate procedure (turp). There was no patient injury reported. Gland volume: 43 ml.